Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt was reported to be used/implanted during this procedure.

Event description:
Per additional information received,as per pfs, ¿outcome attributed to device: pain, infection, urinary problems and bowel problems¿.

Manufacturer narrative:
(B)(4).